Event description:
I was implanted with a medical device implant called essure on approximately (B)(6) 2006. This medical device implant is now manufactured by bayer, formally conceptus, inc. This device has a three year shelf life, however, I was not made aware of this by the doctor or manufacturing company and do not have that expiration date. The onset of my complaint started on approximately (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure: cramping; sharp/stabbing pelvic pain; discharge (with and without odor); bartholin's cyst; painful periods; multiple urinary tract infections; abdominal spasms; bloating; bowel issues; heightened allergies; food allergies; night sweats; excessive dry skin. (B)(4).